Event description:
It was reported to boston scientific corporation that a advantage fit was implanted into the patient on (B)(6) 2008. The patient experienced complications and nonsurgical treatment. Patient symptoms include: vaginal pain; perineum pain; recurrent incontinence; other pain: uti, pain when passing urine. Nonsurgical treatments: on (B)(6) 2009 the patient commenced other medication (please specify): multiple antibiotics. Ciprofloxacin. Norfloxacin. For the treatment of: cure recurrent infections. Treatment duration: 7 to 10 days each time. The patient was treated with physiotherapy treatment (including pelvic floor exercises or training). On (B)(6) 2017 the patient commenced topical treatment (including oestrogen cream): ovestin cream for the treatment of: prevention of further infections. Treatment duration: ongoing. The patient was treated with other medication (not specified).

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.